Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that the asymptomatic patient presented in-clinic for a scheduled follow-up. Upon interrogation of the device, high capture thresholds were observed. The following day, the lead was explanted and replaced without noted issue. The patient will continue to be monitored going forward.